Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic colon resection procedure, the lock ring at the base of the reload broke off. No c omponent fell into the patient cavity. To resolve the issue, a new reload was used. There was no patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted one broken lock ring was received. The reload had all full complement of staples. The jaw of the reload was open. Damage was found at one of the proximal ends of the tab. All sutures were intact and the reinforcement material was properly anchored. Functionally, the lock ring was broken but the reload was loaded into a representative pmv handle. The reload was cycled without hesitation or binding and was applied to test media. All staples were properly placed, and test media was transected. The reload interlock was tested and found to function properly. It was reported that the lock ring at the base of the reload broke off. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The damaged reload lock ring may occur due improper orientation of the lock ring or over flexure of the reload while attached to the instrument. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range for the selected staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. It states appropriate tissue thickness ranges for cartridge sizes. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic colon resection procedure, the lock ring at the base of the reload broke off. No co mponent fell into the patient cavity. To resolve the issue, a new reload was used. There was no patient injury.

Event description:
According to the reporter, during a procedure, the lock ring at the base of the reload broke off. No component fell into the patient cavity. To resolve the issue, a new reload was used.

Manufacturer narrative:
D10: concomitant products: sigphandle, sig power sigphandle handle (serial unknown); sigpshell, sig power sigpshell control shell (lot unknown); sigadaptstnd, sig power sigadaptstnd linear adapter (serial unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.